Event description:
It was reported that the atrial lead exhibited noise followed by auto mode switch. The lead was replaced during a routine generator change.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.